Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Once the investigation is complete, a follow up/final report will be submitted. H3 other text : device not returned.

Event description:
The event occurred before surgery. No harm and no delay reported. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was found to have an air leak when used. No adverse events were reported as a result of this malfunction.